Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The optis instructions for use (IFU) indicate that ¿the dragonfly optis imaging catheter and oct imaging system are intended: for qualitative and quantitative evaluation of vascular morphology in the coronary arteries¿in patients who are candidates for transluminal interventional procedure.¿. In this case, the use of the device in non-indicated anatomy was the cause for the reported failures and resulting patient effects. Based on the information received, the investigation determined that the reported poor imaging results and failure to advance which resulted in dissection, ischemia, intracranial hemorrhage appear to be related to user error. In this case, the use of the device in the cranial and carotid vessels was the cause for the reported poor imaging results and failure to advance which resulted in dissection, ischemia, intracranial hemorrhage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated literature attachment: article title: ¿a systematic review of application of frequency-domain optical coherence tomography in cerebral large artery atherosclerosis¿ d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this article was a systematic literature review of pubmed, embase, and cochrane library. The review was conducted to identify eligible studies published before march 1, 2025. Eligible studies included all clinical articles written in english that reported the applications of frequency domain optical coherence tomography (fd-oct) in patients diagnosed with large artery atherosclerosis (laa). Thirty-five fd-oct publications of extracranial atherosclerotic stenosis were observational studies. Technically adequate optical coherence tomography (oct) images were achieved in 683 (87.0%) out of the 785 patients having image quality assessments. Incomplete imaging of target lesions and inadequate blood clearance were the two most frequently reported reasons for unsuccessful imaging. Additionally, six cases were attributed to failed navigation through the internal carotid artery due to severe tortuosity or stenosis. The dragonfly oct catheter was used in approximately 72% of patients. A non-abbott catheter was the other option. Although fd-oct was designed for non-occlusive usage, more than 26% of patients received occlusive oct evaluations. There was only one periprocedural complication with transient global cerebral ischemia in a total of 405 reported patients ten studies investigated intracranial atherosclerotic stenosis. A total of 219 patients were included in these studies. Successful oct imaging was achieved in 213 (97.3%) patients. Unsuccessful imaging was primarily attributed to blood or decentration artifacts in five patients, except in one case where navigation failed due to an excessively tortuous ophthalmic segment stenosis. The dragonfly oct catheter with non-occlusive technique was used in all patients. Five periprocedural complications were described in 89 reported patients, which included four dissections and one subarachnoid hemorrhage, but additional treatments were not needed. There were six studies that applied fd-oct to a total of 8 acute ischemic stroke patients. There weren¿t any complications, and adequate images were obtained for all patients. No additional information was provided. See the attached article for complete information.